Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, yellowish nodule, was assessed as necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a (B)(6)-year-old female patient. She was injected subdermally, with a total of 1.5 ml of radiesse(+)®, into the upper and lower cutaneous lips, for treatment of perioral rhytides. Needle used for injection was a 1.5 inch 25 g cannula with a lateral entry point approach and retrograde fanning technique. Radiesse(+)® was diluted 1:1 with normal saline (product preparation issue, off label use of device). 14 days after the radiesse(+)® injection, the patient experienced mild pain, swelling and redness of the left upper vermillion lip, on the left side. During the examination, there was a subcutaneous firm yellowish nodule in the submucosal region of the left upper lip consistent with deposition of the filler. The patient had a surgical exploration which visualized the filler material in the submucosal layer and infiltrating into the orbicularis oris muscle. This was successfully evacuated surgically with no residual sequel. The patient was not hospitalized. Systemic antibiotic was not prescribed. The outcome of the event yellowish nodule was reported as resolved, while for the outcome of the remaining events was reported as unknown. In the opinion of the reporter, the events were of mild intensity, not life threatening, not permanent, related to radiesse(+)® and not related to the incorporated local anaesthetic.